Manufacturer narrative:
(B)(4)

Event description:
It was reported that patient presented remotely via merlin.net transmission, myopotential oversensing was observed on the device. Patient was asymptomatic during follow up visit in clinic. Oversensing could not be reproduced and pacing inhibition was noted. Programming changes were recommended. Patient was seen in another routine follow up in clinic, episodes of non-sustained ventricular oversensing was observed. Oversensing could not be reproduced in clinic. A method to reproduce the oversensing and programming changes were recommended. No programming changes have been made. No further information available.